Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process. The customer also reported that the insulin pump sustained physical damage, which was described as cracks at the battery housing. The customer's blood glucose was 167 mg/dl. The customer stated that it took about 15 minutes to complete the rewind because the insulin pump kept alarming no delivery; however, the customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.